Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products continued: 5076 implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy from their implantable cardioverter defibrillator (ICD) when the device detected an episode of atrial tachycardia (at)/atrial fibrillation (af) as ventricular fibrillation (vf). The ICD was reprogrammed and the at/af therapies were turned on. No further patient complications have been reported as a result of this event.